Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as fold flaw opening. Additional observations: yellow particles in device inner surface are observed. Wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left-side deflation. Device has been removed.

Event description:
Device has been explanted and replaced.